Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 623-00-44f, lot # mhmt08, description: trident 0 deg insert 44mm. Cat # 2030-6525-1, lot # mhmt08, description: 6.5 cancellous bone screw 25mm. Cat # 6519-1-044, lot # 30721402, description: delta un.fem hd 44mm. Cat # 2030-6530-1, lot # mhll97, description: 6.5 cancellous bone screw 30mm. Cat # 6021-3535, lot # 30695903, description: unknown accolade (127 deg) size 3.5 accolade (127 deg) size 3.5. Cat # 6519-t-025, lot # 31087203, description: uni adaptor sleeve v40 ti. Cat # 2030-6525-1, lot # mhl7et, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that, "from the primary surgery the patient never felt that her hip as right. She didn't attempt to play tennis until a year and half later, after she got the ok from her surgeon. She was playing tennis and was in excruciating pain. She is a very active individual and has never been able to get back to her normal activities. She is very certain that some of her implants have been recalled. Her surgeon could not find anything wrong and prescribed physical therapy which was unsuccessful. She is in more pain now than prior to the replacement surgery. She was scheduled for a tendon repair in (B)(6) 2011 but is waiting for results from our investigation.